Event description:
During initial assessment of a returned homechoice machine, a baxter technician found a 2240 alarm (air in line), which occurred on (B)(6) 2010 during dwell 4 of 6. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause of the system error 2240 alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted.